Event description:
It was reported that the pt underwent a surgical procedure following unsuccessful attempts of telemetry. During the procedure, it was noted that the pump had flipped. A dye study revealed a beak in the catheter at the spine site. The catheter was repaired and infusion was restarted. The concentration, dose and drug in the pump was not reported. No pt outcome was reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results: other = catheter.